Event description:
It was reported that the intra-aortic balloon (iab) was inserted during cardiac surgery. However, it did not work and the console generated a fiber optic sensor failure alarm. A pressure line was created and pressure information was input from the central lumen. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).